Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by claimant's attorney, that patient sustained personal injures as a result of an alleged defective scorpio stabilizer revision knee system after a one knee surgery was performed sometime in the beginning of 2010.